Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address peri-prosthetic fracture of left femur. The stem was also loose at the bone to implant interface. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.